Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would continue to be monitored.